Event description:
It was reported via merlin. Net transmission that the patient experienced arrhythmia but the implantable cardioverter defibrillator (ICD) exhibited no tachycardia response. Upon trying to contact the patient, it was noted that the patient was deceased. The cause of death was noted to be ventricular tachycardia (vt).